Event description:
During insufflation when the trocar was inserted into the patient's abdomen the trocar pieces popped off. The staff was able to piece it back together to finish insufflating the abdomen and then removed it from the field.